Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log files collectively contained relevant events from (B)(6) 2022. Several driveline disconnects were also captured, which were consistent with the patient exchanging between their primary and backup controllers (MFR #2916596-2022-01573 and MFR #2916596-2022-01572). Despite these findings, the pump appeared to function as intended while the driveline was connected. The customer communicated that no further information could be provided. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters, including pump flow, and explains that pump flow is estimated from pump power. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was submitted for review. A review of the log file revealed a low flow event on (B)(6) 2022 between 21:23 & and 21:43. External power was removed from the controller at 21:43:15. The emergency backup battery (ebb) began operating the system. At 21:43:33, the driveline was disconnected and the pump stopped. Additional information revealed that the backup controller had low flow events intermittently on (B)(6) 2022 between 21:41 and 23:24. The log file ended with the pump being disconnected on (B)(6) 2022 at 23:24. The patient passed away due to pulseless electrical activity arrest. The outcome was not considered device or therapy related. Related MFR # 2916596-2022-01572 and MFR # 2916596-2022-01573.